Event description:
The patient reported that the audio bolus keypad button was hard to press and intermittently unresponsive ten days ago. The patient also stated that she wears the pump exterior to garment and does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive; all of the other keypad buttons were functioning normal. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.